Event description:
The facility reports two cnas were transferring a resident from the bed to a recliner-type chair. The resident is a constricted hospice patient that is a total lift. The resident was moved from bed out to front of the bed. One cna turned away to get the chair. The other pushed the handle to prepare for the chair. This is when the resident shifted and fell through the sling. The left leg pad was reported to have come of at this point. The resident suffered several contusions and a bleeding cut to the back of the head, which required staples.

Event description:
The facility reports two cnas were transferring a resident from the bed to a recliner-type chair. The resident is a constricted hospice pt that is a total lift. The resident was moved from bed out to the front of the bed. One cna turned away to get the chair. The other pushed the handle to prepare for the chair. This is when the resident shifted and fell through the sling. The left leg pad was reported to have come off at this point. The resident suffered several contusions and a bleeding out to the back of the head, which required staples.